Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system."

Event description:
Procedure type: urological and gynecological. According to the reporter, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery. According to the pt's implant record, the procedure performed included cystocele repair.